Event description:
On 2/13/89 an aus device was implanted. On 4/4/90, the balloon was revised. On 9/17/96, the entire device was removed from the pt and replaced due to recurring incontinence-imcomplete closure of cuff.